Event description:
It was reported that upon interrogation of the pulse generator, the automatic testing displayed high lead impedance. Impedance test on the leads showed normal parameters. The device remained implanted. No patient symptoms were reported.